Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported the insulin pump alarmed button error. Customer's blood glucose was 324 mg/dl. Customer reported the device may have gotten wet from time spent around the pool but was not sure, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump unit power up properly after battery installation. The device was received with operating currents within specification. No unexpected low battery alarms noted. The device passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The unit was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The unit had cracked case at the display window corners, reservoir tube and battery tube threads, minor scratched display window.